Manufacturer narrative:
B5: description updated. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No items were evaluated relative to the reported device failure mode. The primary reported complaint could not be independently confirmed, and the cause could not be established with the available information.

Event description:
Clinical study information was received: on (B)(6) 2023, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm in the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) pivotal study. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used as branch devices in the visceral arteries. On (B)(6) 2024, cta imaging was performed. Occlusion of the right renal artery was reported as study device related. As reported, both vbx devices are occluded. With imaging, the study patient's right kidney was only measuring 7 cm, compared to 10 cm previously and a 10.5 cm left kidney. There is no intervention planned at this time. No endoleaks were reported. On the same day, cta imaging also showed device ovalization at the proximal end of the left renal artery side branch component. Other observations reported were the coils present in the accessory right renal artery. The coiling in the right renal artery was pre-planned and done during the index procedure. No intervention was reported for the device ovalization. X-ray done on (B)(6) 2024 showed no wire fractures were identified.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c21: review of device manufacturing records is currently in progress. H6 - code b20: device remains implanted; therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A study alert from the pivotal aaa 17-01 (tambe) clinical study was received: on (B)(6) 2023, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm in the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) pivotal study. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used as branch devices in the visceral arteries. On (B)(6) 2024, cta imaging was performed. Cta imaging also showed device ovalization at the proximal end of the left renal artery side branch component. Other observations reported were the coils present in the accessory right renal artery. The coiling in the right renal artery was pre-planned and done during the index procedure. No intervention was reported for the device ovalization. On (B)(6) 2024, x-rays were done and no wire fractures were identified.